Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system every time he tried to prime. Customer's blood glucose level was not reported. Insulin squirted out during the manual prime process. The drive support cap was sticking out. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to faulty force sensor resistor. No a33 alarm noted. The drive support disk was inspected and no anomaly was noted. The insulin pump had cracked case at the display window corner, belt clip slot and minor scratched display window.